Event description:
From april 2014 to march 2024, 96 patients underwent zones 1 and 2 landing hybrid tevar for aortic arch pathologies. The primary endpoint was major adverse aorta-related events (late rupture/dissection and/or aorta-related reintervention). The secondary endpoint was type 1a endoleak. Outcomes were analyzed by kaplan¿meier and log-rank tests. The time frame of this study was january 2020 to april 2024. 96 patients were included in the cohort. The following medtronic devices were used: valiant captivia stent graft. The adverse event noted were; serious injury; stroke, spinal chord injury, embolic event, rtad, distal sine, aneurysm rupture no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Long-term outcomes and risk factors after hybrid thoracic endovascular aortic repair with landing in zones 1 and 2. Tomoaki kudo, toru kuratani, tomohiko sakamoto, junki yokota, yuki oga, and yoshiki sawa, osaka, osaka, japan https://doi.org/10.1016/j.avsg.2025.08.043 a2: mean age a3b: mean gender earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.